Event description:
It was reported via a filed service report - symptoms - biomed reported that pump had purge failure alarm while on patient. Pump was replaced with no known complications. Findings/actions taken: biomed found debris in 1 psi over pressure relief valve on pcs (pneumatic control switch) assembly. Debris was removed and pump then operated normally and was returned to service.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.